Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause and tachycardia episodes that appeared to be intermittent undersensing and oversensing noise. The device remains in use. No patient complications have been reported as a result of this event.